Manufacturer narrative:
Patient¿s exact age is unknown; however, it was reported that the patient was over the age of 18. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydra irrigation tubing was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the irrigation tubing was connected to the biopsy channel of the colonoscope with a needle-like connector. Upon irrigation, it was noted that there was backflow of stool through the backflow valve into the tubing and sterile water bottle. The tubing and water bottle were replaced and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.